Event description:
User reports positive troponin t results which should have resulted negative for external proficiency samples. Number of discrepant results is unknown and specific results were not provided. Several hundred doctor's offices participated in his external quality control. No patient samples were involved. If additional information is received, appropriate notification will be provided.